Manufacturer narrative:
The patient's age and gender have been requested but were not received. Reference manufacturer's report no. 2951580-2011-00211.

Event description:
During a procedure using an evac 70 xtra wand and coblator ii controller, it was reported that the patient sustained a lip burn. The degree and severity of the burn were not available. No further patient complications were reported as a result of this event.